Manufacturer narrative:
The device history record review was completed and the product passed without nonconformances.

Manufacturer narrative:
Additional product code: kra additional premarket submission: k892410. A product evaluation cannot be completed as the device was discarded. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. The instructions for use (IFU) includes the following warning: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. The IFU also instructs the clinician to inspect the catheter with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during device prep, the balloon of a fogarty thru-lumen catheter could not be deflated. No further information was available. There was no allegation of patient injury.